Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy procedure, the patient presented blood loss and consequently low hemoglobin levels. The patient underwent plasma replacement and other interventions in order to normalized clinical conditions. However, after 15 days and even with all the interventions, the clinical conditions did not improve. Fifteen days post operatively, the surgeon chose to re-open the patient and found staples that were placed on the upper part of the intestine had not stapled the tissue as if it had opened. The surgeon performed a manual suturing. The event resulted to tissue damage and a blood loss requiring blood transfusion. The patient incurred a permanent injury and had renal and neurological sequelae. The incision was prolonged due to the device problem and patient remained hospitalized.